Event description:
It was reported that revision surgery was performed due to pain. The implants were reported to be well positioned.

Event description:
Right hip of bilateral patient. Right hip revision performed due to hip pain. Subsequent re-revisions of the right hip reported via 1020279-2017-00621, 00622 & 00623. Left hip revision reported via MDR 3005975929-2017-00231.